Manufacturer narrative:
Exact date unknown, event occurred several years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was implanted with pain pump and got infected. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.